Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation, the pulse generator displayed an error message. After an engineering test page was run, the device resumed normal function.